Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose working channel/instrument channel port could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a gap / looseness / deformation / scraping / rattling / detachment / tilting was noted in the instrument port and the cause could not be confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a loose working channel/instrument channel port. There was no harm or user injury reported due to the event.